Manufacturer narrative:
According to the complaint, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. If any additional information becomes available, a supplement will be filed.

Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that a resolution clip device was used during a procedure. According to the complainant, the clip would not advance from sheath completely; resistance was felt and then the metal coil near handle kinked. Upon later inspection, it looked like sheath was too tapered at the tip. There were no patient complications reported as a result of this event. That patient's condition at the conclusion of the procedure was unknown.